Event description:
On 12-sep-2025, it was reported that on (B)(6) 2025, a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 380 mg/dl following delayed insulin action from stacked meal announcements. The user resumed insulin therapy on the ilet and glucose values trended down. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.